Event description:
The customer contact reported the device had a whitescreen - software error. There were no reports of any adverse patient events and reported delays of critical therapies while the device was in clinical use. During testing at the user facility, after the pump was powered on, the device alarmed with a whitescreen error. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.